Event description:
The reporter stated that "IV central line was connected to pt using a 3 way stopcock without a locking mechanism on the distal end. Pt got up out of bed, IV line disconnected at the stopcock. Pt was found with lips cyanotic, non-responsive and lethargic. Pt was moved into ccu, given o2, hooked up to physiological monitor, chest x-ray ordered. Pt was discovered to have air embolism. Product was used as designed but the fact that it had no locking mechanism contributed to the event". Pt recovered.